Manufacturer narrative:
(B)(4): at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that 6 of their bellavista ventilators are experiencing "o2 out of range" messages after using 100% suction on patients. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10 result of investigation: vyaire medical was unable to verify the customer's reported issue. No detailed findings are available.the exact root cause cannot be determined. It is assumed that the alarm was triggered independently and a two point calibration was needed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.